Manufacturer narrative:
Detailed event information: after two successful transseptal punctures, it was noticed the map catheter was not recognized by carto xp system. At the same time it was noted that there was a lot of "contrast/air/bubbles" on the sequoia image. Additionally, st elevations were noted on the bs ECG. Upon reconnecting the hypertronic map connector from the map port on the piu, the catheter recognition issue was not resolved. When asked to reconnect the catheter, it was observed that the catheter was connected to the sjm hd reflexion spiral that was connected to the hypertronic to the piu. When they were reversed, bwi catheter was recognized by the system, and the ice image went back to normal. It was indicated to the physician that this was probably the cause of the noise on ice. The physician thought there was air in the IV lines causing the bubbles on the image, and proceeded to investigate. After ruling out any air infiltration, he tried reversing the catheters + connectors again to see if it was repeatable. Indeed it was. Since the physician was unsure if this was just electrical noise or actual bubbles on the ice, and with the ECG changes, the case was aborted. The field service engineer and the clinical account specialist recreated the event in a wet bath with these catheters. Ruling out system components one at a time, it turned out that when the st. Jude reflexion catheter was connected to the piu, indeed bubbles formed, on several electrodes. This was repeatable with the stockert, cfp, stimulation cable and ice catheter disconnected. Additionally the wet bath was tested near and away from the location pad. This information was relayed to the physician. What he thought was a carto catheter malfunction issue was proved to be untrue. He was satisfied that there were no functional issues with bwi hardware or disposable catheters. However, he was very concerned that the reflexion could be connected to our system with our connector. Additionally, it was brought to the fse and cas's attention that while the physician was maneuvering the sjm catheter out of the sro sheath, that it often deployed in an abnormal configuration. The patient was male, (B)(6) and diabetic (insulin dependent). The physician's prognosis indicates that the patient is in no imminent danger and that the procedure will be performed at a later date as seen fit by the physician and the patient. The patient was stable and was released subsequently. No additional information is available regarding the patient or the procedure. Concomitant products: navi-star thermo-cool electrophysiology catheter, us catalog # ni75tcfh, lot # 14087282. Stockert 70 rf generator, us catalog # s7001, (B)(4). Coolflow irrigation pump, us catalog # cfp002, (B)(4). Competitor products involved: sjm hd reflexion catheter, us catalog # d402864, lot # 3210542. Sjm duo deca catheter, us catalog # unknown, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). FDA request for report # (B)(4). (B)(4). Bwi field service engineer and the clinical account specialist attempted to recreate the event in a wet bath with biosense webster catheters; however, they were not able to reproduce the problem. Only when the st jude catheter was connected to the carto xp system, the event could be reproduced and the bubbles formed. Additionally, it was communicated by the customer as well as verified by a field service engineer that the system did not malfunction and the customer declined service for the carto xp system. No further service needed. According to IFU for carto xp system, the system is designed to be used only with single-use cardiac catheters equipped with biosense webster sensors. This was a contraindicated use of the equipment and the only malfunction observed was due to a non-bwi product interface with the patient that caused elevated st segment and possible bubbles that can be avoided by following the IFU directions in the equipment manual. This information was relayed to the ep lab and the physician. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that while connecting to the carto xp system, the user inadvertently connected the st. Jude spiral to the map port and the navistar thermocool to the lasso port (xpress system) and as a result, blood appeared to be boiling and the patient experienced elevated st segments on the bs ECG as a result. Air in the la was also noted on echo. No ablation was performed on the patient and the case was cancelled. The patient was kept under observation overnight. Due to some conflicting information between the customer's communication and the "user facility report (B)(4)" received from the FDA, bwi had to request additional clarification from the facility, which included a demonstration within the facility for the product's performance.